Event description:
It was reported that the screen was black. The unit was being set up for use when the malfunction occurred, no patient or user harm reported. Per the diagnostics performed by the engineer, the customer stated the unit's display was black and parameters could not be seen, the unit cycles normally. The remote support engineer (rse) advised the customer that the unit may have original hydis lcd and has burned out. It was reported that the new style lcd and display can be replaced. The customer verified that the unit has 2.30 software installed. The rse provided the part number and price for ui assembly, no other concerns for the customer. It was reported that the user interface assembly was replaced to resolve the issue. The unit was returned to service.